Event description:
Customer reported the power control board needs to be replaced. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the power control pcb. System operates as intended. (B) (4).